Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. On (B)(6) 2011, the device failed a self test due ot a low battery. The device remained in fault mode until (B)(6) 2012, when it failed a manual self test due to a depleted battery. A new pad-pak was inserted in (B)(6) 2012. On (B)(6) 2012, the device failed a self test due to a low battery. After this date, there are multiple events on the same day which would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. There is also evidence on the device history that the device was not being adequately stored. Exposure of the device to extremely low temperatures can have a detrimental effect on the device membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected, could result in the battery becoming depleted.